Manufacturer narrative:
Internal complaint reference case-(B)(4). H6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the anchor specifications found that no burrs, cracks, or contamination are allowed. A certificate of conformance must be provided. A review of the customer provided image found the device has ben deployed, and the suture with needles is on the device. There is labelling confirming the product identification information. The image quality is too poor to confirm the presence of a fracture in the anchor. A visual review of the returned device found that it was not returned in its original packaging. The anchor is fractured on the proximal end, and the needle end of two of the sutures are still in the anchor. The proximal end of the anchor is still attached to the shaft of the device. There is debris on the anchor, sutures, and shaft of the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during maxillofacial surgery, the screw of the twinfix broke inside of the patient. All pieces were removed from the patient. Procedure was resumed, after a non-significant delay (less or equal to 30min), with a back-up device. No other complications were reported.